Manufacturer narrative:
(B)(4). The ventilator was evaluated and the analog interface printed circuit board assembly and breath delivery printed circuit board assembly were replaced. The software was re-installed. The ventilator passed self-tests.

Event description:
It was reported that the ventilator was alarming and generating a loss of breath delivery communications error message. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.